Event description:
It was reported that the patient had his device removed due to urethral erosion. Extravasation at perineum incision site occurred following the erosion. A urethral fistula was also noted at the time of device removal. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Cuff catalog #: 72404132; exp. Date: 7/30/2014; serial#: (B)(4); mfg date: 8/2013; implanted (B)(6) 2014.cuff catalog #: 72404133; exp. Date: 4/11/2015; serial#: (B)(4); mfg date: 4/2014; implanted (B)(6). 2014. Pump catalog #: 72404127; exp. Date: 3/08/2015; serial #: (B)(4); mfg date: 3/2014; implanted (B)(6) 2014balloon catalog #:72400024; exp. Date: 1/14/2019; serial # (B)(4); mfg date: 01/2014; implanted (B)(6) 2014.